Manufacturer narrative:
The reported events of high pacing lead impedance and noise resulting in oversensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray examinations of the lead revealed no anomalies except for procedural damage.

Event description:
It was reported that high pacing impedance and noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed and the event was not reproducible. Abbott technical support was contacted and confirmed the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.